Event description:
The lay user/reporter contacted lifescan in 2009 and alleged that the patient's one touch ultra meter was displaying the error 5 message. The medical surveillance specialist was not able to reach the patient or the reporter after several attempts via phone. A letter was sent to the address provided. It is not known as to when the alleged issue first occurred. The reporter was also unable/unwilling to answer if the patient had experienced any symptoms at the time of concern. The reporter stated that the ems were contacted and the patient was given food/drink as treatment. The reporter did not provide any results obtained on the ems meter, and there is no further information regarding the event. At the time of troubleshooting, it was verified that this was not a new product. The condition of the test strips was good and the patient's testing technique was reviewed to be correct. However, the issue was not resolved when a retest was performed with a new vial of test strips. Although there is insufficient information regarding the events preceding the alleged issue and the assessment by the ems, this complaint is being reported because the patient was reportedly treated with food/drink by the ems. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.